Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The homechoice (hc) device was evaluated by the product analysis laboratory (pal). The device failed volumetric accuracy testing. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature was within specifications. An inspection of the door assembly revealed the door piston foam deteriorated. The cause for the failed volumetric accuracy test was determined to be deteriorated door piston foam. Pal recommends replacing the door piston foam (2 each). The device was sent to service. If additional relevant information is received, a follow-up will be submitted.

Event description:
During evaluation of a homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.